Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7078208 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7078424 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain around the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.